Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device would not process an update and remained stuck at 7 percent. The customer stated that the device was powered off and left off for over 10 minutes, then powered back on, but the issue persisted. The device remained stuck at 7 percent after waiting for more than 10 minutes again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 13-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station was stuck in a reboot and update loop in windows and reboot did not work. A field service engineer (fse) replaced the hard drive imaged it and successfully booted the system. Auto-login was configured and the system firmware biometric identifier drivers remote support services and antivirus were updated. The system was then synchronized with the server. The system functioned as intended after the field service engineer troubleshot the device.